Event description:
Olympus medical has modified their ebus(endobronchial u/s) bronchoscope. The scope is defective and does not allow safe and effective passage of biopsy needle tools through the working channel of the bronchoscope. The angle in which the working channel and the ultrasound transducer is positioned, prevents a needle from passing easily through the scope. This has occurred on multiple occasions and different patients and has resulted in fragments of the needle sheath being sheared off and falling into the airway; damaged needles; damaged ebus bronchoscopes.